Event description:
The service report shows that the vent went "inop" while in use. The mallinckrodt customer support engineer (cse) verified the error code in the diagnostic log. The cse inspected the device and replaced the inspiratory module. The unit passed extended self testing. There was no patient harm reported.